Manufacturer narrative:
Results evaluations (other): smiths medical is not able to fully investigate this issue as there were no samples retained for investigation. A review of our complaints database reveals no other reports on this lot number. A review of our complaints database show only two reports on this catalog number for this issue within the past seven years. One was attributed to shipping and the other to the supplier's process. With no sample for this event we are unable to determine the cause of this report. However, due to our history of this issue we feel this is an isolated event.